Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is attributed to design. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with the reported event was not returned for evaluation. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. (B)(4) was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing (B)(4). A medical device correction notice was distributed on (B)(4) 2013 and (B)(4)2013 for specific lots of the 966120 product code. The current investigation could not draw any conclusions about the root cause based on the lack of the instrument o examine and insufficient product information. Based on the inability to confirm the reported event or identify root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a total knee arthroplasty part of the im rod broke off. Surgeon tried to retrieve this broken part from the tibia but was not successful.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.